Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this previously capped right ventricular (rv) lead had an infection. Reportedly, the non-boston scientific field representative called to inform that the patient's system will be extracted due to infection. Furthermore, the previously capped right ventricular (rv) lead remains capped. No additional adverse patient effects were reported. The previously capped rv lead was not returned for analysis.